Event description:
The initial report by pt's rep is of alleged pain. The following is based on medical records provided by the pt: (B)(6) 2004 - pt underwent extensive lysis of adhesions and repair of multiple ventral hernias with two composix kugel meshes. On (B)(6) 2005 - office visit, pt states while doing some heavy lifting he developed llq abdominal pain and a little budge. On exam there is no evidence of recurrence. The pain is over the edge of the mesh and the md believes that the mesh has shifted on the abdominal wall, the pt is put on light duty at work for four weeks. On (B)(6) 2007 - office visit, md notes that the pt has always had abdominal pain even before the surgery and that the pt has gained a lot of weight. Pt is doing overall fairly well but has one spot that hurts in the lower abdomen. On exam no recurrence could be felt, a CT scan is ordered.

Manufacturer narrative:
Initially, one event was reported by the pts' rep. However, review of the medical records showed there to be an additional implant. Currently, it is unk whether the device may have caused or contributed to the reported event. It appears that two and a half months post implant the pt had returned to work and while doing some heavy lifting, he developed llq pain and a little bulge. The pt alleges that he has experienced pain since the composix kugel implant. However, it was noted by his md that "he's always had abdominal pain even before the surgery." It is possible that the pt's condition and physiology may have contributed to the event as it was noted in the medical record that there were multiple pre-existing adhesions prior to the implant of the bard mesh. There were no product identifiers included in the medical records; therefore, a review of the mfg records could not be conducted. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2007-00217 for info related to the other composix kugel mesh implanted on (B)(6) 2004.